Manufacturer narrative:
Conclusion statement: there was no device failure.

Event description:
Left hip pain for past 5 months. Fell 2 1/2 yrs ago. Work-up revealed no other reason for continued pain co exploratory surgery done. Found to have a 5 mm of torsional motion of femoral component. Revised with resolution femoral stem and head.